Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: the surgeon used the device with no issue. When the surgeon returned the device to the scrub tech to unload the used needle, the scrub tech said t he needle broke while unloading it. The needle broke when she used a grasper to help remove it. The sales rep examined the endostitch and the device was still in the closed or locked position (metal tabs were not up/out). No patient harm. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There wa sno delay over 30 minutes. No device fragment was left in the patient. No other manufacturer's reinforcement material was used. (B)(4).